Event description:
On (B)(6) 2011 we received information suggesting that a dissecting tool broke while a surgeon at (B)(6) hospital in (B)(6) was performing a craniotomy. During our investigation it was identified that the dissecting was manufactured by a third party. The third party was identified as brasseler USA. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)